Event description:
It is reported that in 2004 while removing femoral trial head with offset head seater, a piece of plastic from the head seater lodged in between cup liner and femoral head. Physician noted on post-op x-ray that x-ray did not appear normal. Pt was readmitted to surgery and plastic piece was retrieved. Liner and head were exchanged.